Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead exhibited increased rv coil impedance to high levels. The rv lead remains in use and will be monitored at the next follow up. No patient complications have been reported as a result of this event.